Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer said : " operation on (B)(6) 2020 of a displaced fracture of the two bones of the right leg with a tibial axos plate. Leg support authorized at 2 months post-op on (B)(6) 2020. Satisfactory x-ray clinical check-up on (B)(6) 2020. Returns on (B)(6) 2020 for pain. Consequences : broken tibial plate at 4 months, no post-op infectious signs. Removal of the plate and screws including 4 locked screws. Osteosynthesis after bone harvesting. Endomedullary by plate screws on the tibia and fibula, resin plaster."

Event description:
The customer said : " operation on (B)(6) 2020 of a displaced fracture of the two bones of the right leg with a tibial axos plate. Leg support authorized at 2 months post-op on (B)(6) 2020. Satisfactory x-ray clinical check-up on (B)(6) 2020. Returns on (B)(6) 2020 for pain. Consequences : broken tibial plate at 4 months, no post-op infectious signs. Removal of the plate and screws including 4 locked screws. Osteosynthesis after bone harvesting. Endomedullary by plate screws on the tibia and fibula, resin plaster."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.